Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced multiple low blood glucose events, including readings near 40 mg/dl at school and overnight, leading the caregiver to remove the ilet during school; contributing factors included incorrect meal announcement size and not finishing meals, and physical activity after lunch was also noted. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included medication intervention with oral glucose and a minor illness/impairment. Investigation included communication with the caregiver and school nurse and analysis of information provided by third parties. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.